Event description:
It was reported that while impacting the implant, a small piece of the peek chipped off.

Manufacturer narrative:
Method: complaint history review, risk assessment. Results: the customer event of an avs aria cage fracture was confirmed via sales rep correspondence. The device was not returned since it remains implanted in the patient. A small chip broke off while the surgeon was impacting the implant into the disc space. Root cause analysis on similar complaints concluded the main causes were less load distribution while incorrect trialing, incomplete disc removal, and attempt to use one surgical site for multiple levels. However, the mentioned causes could not be confirmed. Conclusion: the root cause of the failure could not be determined due to the absence of the device.

Event description:
It was reported that while impacting the implant, a small piece of the peek chipped off.